Manufacturer narrative:
(B)(4), the unit was evaluated at philips, and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all testing and was shipped back to the customer site.

Event description:
The customer reported that the unit failed to power up.